Event description:
It was reported that the patient experienced difficulty, frequent, and extended time charging the implantable pulse generator (ipg). When the stimulation was off, the preexisting patient pain returned. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was retained by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.